Event description:
A customer reported that an incomplete cut occurred and the patient's flap could not be lifted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).